Event description:
The facility reported an infusion pump that "turns off by itself." Info was not provided regarding whether or not the device was in patient use when the reported event occurred. The hosp rep stated they have no record of any patient incident involving the pump since the last baxter service event and no patient injury had been reported. No additional info was available.